Event description:
It was reported that the physician is concerned that the device did not last nearly as long as estimated. The device is at eol (end of life) now and in (B)(6) 2011 it was estimated to have fifteen months average remaining longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.